Event description:
Reference number: (B)(4). Event occurred in australia. It was reported that patient faced infusion set cannula break event on 20-nov-2024. The insertion site was upper buttocks. The infusion set was in use for three days. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.